Manufacturer narrative:
30262e-0006/no 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 30262e. The 510k number provided is for the domestic similar product.- k960280. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests smartsite leaked from the reported information, there was no patient or user harm as a result of this incident.

Manufacturer narrative:
A visual inspection identified both smartsite components on each set to be oval shaped. Functional testing confirmed the customer¿s experience as leakage was observed from the oval smartsites. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Event description:
The reported feedback suggests smartsite leaked.